Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a backflow of zosyn (50ml bag infusing at 100ml/hr) was observed in the unspecified access secondary set. It was further reported the zosyn would not deliver into the patient as it was flowing into the primary bag. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction event (add device code 2945 and component code 757). Additional information brand name, manufacturer name, city and state, model #, concomitant medical products, MFR site, device evaluated by MFR and adverse event problem. Corrected information: it was reported that one unit of secondary medication set free flowed when the clamp was engaged (previously reported as the secondary medication set back flowed). The free flow was noticed during an infusion of antibiotic and was flowing into the primary bag. The customer reported there was no over infusion to the patient associated with this event. The set had been in use for two (2) days prior to the incident. The height distance between the secondary container and the top of the fluid level in the primary container was reported to be approximately ¿1-1/5 feet¿. The device was received for evaluation. The returned sample was received primed with an unknown solution. Visual inspection was performed via the naked eye which observed that the roller clamp had a crack in the housing. The crack was examined and found it to be consistent to crushing. No molding defect was observed. Functional testing was not performed as the condition was confirmed by visual inspection. The reported condition of ¿free flow¿ was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.